Event description:
Patient found laying on floor next to her bed. Bed alarm did not sound despite having been assessed as functioning just 30 minutes prior. Patient required CT head to rule out injury and no injury resulted. New bed alarm obtained.